Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the machine is not switching on. Upon functional testing, fse found that the issue was caused due to power invertor. To resolve the issue fse replaced the power inverter. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion device will not boot up. The device was outside of clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device returned to its expected functionality. Philips has started an investigation of this complaint.